Event description:
Upon further review, juvederm was used to correct a problem that patient had from a previous allergic reaction to a medication where a rash occurred on face and patient had anaphylaxis. At this time, no adverse event allegation related to juvederm has been made.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, h1, h6.

Event description:
Patient reported getting injection with unspecified juvéderm® and experienced anaphylaxis. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.